Manufacturer narrative:
No pt present. Upgrading the software on the o-arm resolved the issue.

Event description:
Medtronic representative reported that the images were frozen on the treon navigation system screen after the 3d image was transferred from the o-arm system. He could no longer use anything (mouse, touchscreen) and needed to do a hard reboot to resolve the issue. This issue occurred at the end of spine surgery with no pt harm alleged.